Manufacturer narrative:
Additional information: no intervention was required for removal of the device and the device was safely removed from the patient. There is no allegation against the medtronic spider device used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use protege rx stent to treat plaque lesion in patients' proximal common carotid artery. Little vessel calcification and tortuosity is reported. Lesion exhibited 85% stenosis. No abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified an embolic protection device was used. Lesion was predilated. Device did not pass through a previously deployed stent. Resistance encountered when advancing the device. No excessive force was used. It was reported that there was kink at catheter/delivery system. There was a great resistance before the stent was deployed to reach the lesion and after deployment the delivery rod could not be withdrawn. After several attempts the delivery rod was withdrawn. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received with the touhy-borst loosened, and the device was returned in a deployed state, with no stent returned, the device was confirmed as 40 mm, two kinks were observed on the gold inner sheath, at approx. 3 cm and 4.3 cm from the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.